Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent pigtail was to be implanted in the pancreatic duct to treat choledocholithiasis with jaundice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, it was noted that the pigtail of the stent could not curve normally and was unable to be fixed. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a23 captures the reportable event of stent failure to curl.